Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the right eye was missing on the surgeon side console (ssc). The site confirmed the eye was present on the vision side cart (vsc). The site had restarted and changed out the scope as well before calling in. The tse had the site do a hard restart of the ssc and reseat the fiber cable with no change. The site was changing out the sscs. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was a hysterectomy. The system was inspected prior to use, but the staff does not routinely look into the surgeon console, so it is unknown if the eye was working before the patient was brought in the room. The system functionality was checked upon powering on the system. The system had no errors when it initially powered on. The procedure was completed on the back up ssc. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the right eye monitor on the high resolution stereo viewer (hrsc) monitor due to no video output. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the hrsv monitor to perform failure analysis (fa). Fa was able to reproduce the issue. The unit was installed onto the test system and upon startup the unit began to immediately show error. Vision was completely dead/black on the right reported hrsv. The system was left idle for 20 minutes without change.